Manufacturer narrative:
Several attempts were made to identify additional information on this event . A clarification was requested to have the exact lot number of the event alleged device . No answer was received. The review of the devices history records and traceability of the devices listed in the complaint report was performed to identify there is deviation to procedure . No non-conformance was identified. Due to the lack of available information , it's not possible to have exact lot number of the device related to this event . Review of the event with the product range manager and the reoccurrence of this event show that probable root cause is related to mishandling when removal the jaws . As mentioned in the surgical techniques step 14. If the peek cartridge is difficult to extract, rotate one side of the cartridge 90° caudal, then remove with forceps. Repeat on the remaining side. However due to the lack of provided information and the absence of the actual prothesis examination this root cause cannot be validated.

Event description:
Mobi-c p&f us : disassembly. During a cervical surgery , a prothesis was disassembled from peek cartridge implants were discarded by the hospital no harm to the patient another implant of the same size was used to complete the surgery. No surgery delay more than 30 min was reported several attempts were made to have clarification about this event and to identify the exact lot number of the associated device . No answer received.

Manufacturer narrative:
Information provided don't allow to know if product complaint was : - mb3555 lot 5286343 / expiration date : 1 feb 2022 / device manufacture date : 17 mar 2017, - mb 3555 lot 5287474 / expiration date : 1 mar 2022 / device manufacture date : 30 mar 2017. For both product, the review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.

Event description:
Mobi-c p&f us : disassembly. When doctor placed implant into the disc space, it fell apart. Implant was discarded. No harm to the patient. Another implant of the same size was used to complete the surgery. Clarification are needed about this case to know which implant felt apart. Additional information was requested but without answer yet.